Manufacturer narrative:
Manufacturing date updated. An event regarding infection involving a mod con dist stem 18 x 155 mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a right hip revised due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 6276-1-123, lot # 40715602, description: 23mm mod rev hip bdy/blt +10mmcomponent level 9006-1-123. Cat # 6519-1-040, lot # 42701701, description: delta un.fem hd 40mm r40 16/18. Cat # 6519-t-025, lot # 42909601, description: uni adaptor sleeve v40 ti. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy.

Event description:
It was reported that there was a right hip revised due to infection.